Event description:
It was reported that an unspecified number of homechoice cassettes were damaged; further described as ¿multiple cuts, gouges, or deep scratches were found on the tubing within 3 cm of the cassette housing joint¿. This was observed during inspection of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the events occurred on an unspecified date in (B)(6) 2024, reported as "two weeks ago." Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.